Event description:
It was reported that this pacemaker patient experienced a syncopal episode. There were no out of range daily measurements and the device did not store any episodes that correlated to the syncopal event. The cause of the syncope was undetermined. Boston scientific technical services (ts) noted there appeared to be some far-field r-wave or t-wave oversensing occurring on the right atrial (ra) lead. The patient's ra lead was a non-boston scientific product. This pacemaker system remains in service. No additional adverse patient effects were reported.